Event description:
The customer reported that her tubing adapter is broken causing a suction issue. The doctor has diagnosed her with a mastitis infection and prescribed her antibiotics.

Manufacturer narrative:
Replacement tubing was sent to the customer and requested the defective tubing be returned for evaluation. The defective tubing has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wamback, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in c(B)(4)a11-001.